Event description:
It was reported that during a surgical procedure at the healthcare facility, the micro drill attachment was overheating. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a surgical procedure at the healthcare facility, the micro drill attachment was overheating. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device was not returned to the user facility, as it is not a repairable product.